Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to incorrect interpretation of the patient's atrial fibrillation. The ICD was explanted and replaced. The patient had no consequences.

Manufacturer narrative:
The reported event of inappropriate/inadequate shock/stimulation and incorrect interpretation of signal were not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.